Event description:
Cotton was stuck in my vagina [foreign body in reproductive tract]. Cotton was severely dismantled [device breakage]. Took my l. Tampon out and the cotton was severely dismantled [complication of device removal]. Period issues [menstrual disorder]. Weird vaginal bleeding, clotting [vaginal haemorrhage]. Consumer reported via email that the tampon dismantled while inside the vagina and a great deal of the cotton was stuck in my vagina. No serious injury was reported. A product investigation is in progress.

Event description:
Cotton was stuck in my vagina [foreign body in reproductive tract]. Cotton was severely dismantled [device breakage]. Took my l. Tampon out and the cotton was severely dismantled [complication of device removal]. Period issues [menstrual disorder]. Weird vaginal bleeding, clotting [vaginal haemorrhage]. Case description: consumer reported via email that the tampon dismantled while inside the vagina and a great deal of the cotton was stuck in my vagina. No serious injury was reported. [(B)(6) 2021]: no failure could be identified as a result of the investigation by the manufacturer.